Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported from neuro ICU that the tubing set appeared to develop an aneurysm in the tubing which caused the pump to alarm and the tubing to be replaced. The customer indicated that they do not think the tubing is faulty, but that a module was faulty or nurses were leaving the clamp closed as potential causes for the issue. There was no reported harm to the patient.

Event description:
It was reported from neuro ICU that the tubing set appeared to develop an aneurysm in the tubing which caused the pump to alarm and the tubing to be replaced. The customer indicated that they do not think the tubing is faulty, but that a module was faulty or nurses were leaving the clamp closed as potential causes for the issue. There was no reported harm to the patient.

Manufacturer narrative:
Customer occupation updated. Health professional removed from categories and other added. E3 occupation changed to n/a./additional information added to: g3.